Event description:
The initial reporter received questionable total protein gen.2 assay results for two patient samples tested on the cobas c 703 analytical unit. On (B)(6) 2026: patient sample 1 the initial result was 31.2 g/l. The repeat result was 64.8 g/l. The initial result was deemed low, prompting the rerun. The repeat result aligns with the patient's previous results. The field service engineer inspected the analyzer, verified the cuvette rinsing, adjusted the ultrasonic mixer (usm), replaced the sample probe, and performed a precision check. The issue was not resolved, and new questionable results were reported. On (B)(6) 2026: patient sample 2 the initial result was 23 g/l. The repeat result was 60 g/l.

Manufacturer narrative:
The reagent lot number is 932865. The expiration date was requested but not provided. The field service engineer inspected the analyzer; replaced the photometric lamp, cuvettes, reagent probe, and solenoid valve; and readjusted the ultrasonic mixer. The investigation determined that the event was consistent with a hardware issue. The specific cause of the event could not be determined. The investigation determined that the service actions resolved the issue.